Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via wide intrinsic complexes. The smart pass feature had programmed itself off due to the change in the intrinsic complexes. The sensing vector was set to the alternate vector. The patient also has a dual chamber pacemaker implanted. Technical services reviewed the electrograms and advised some testing and programming options. There were no additional adverse patient effects. The system remains implanted.